Event description:
It was reported that when using the bd pyxis¿ es server, user unable to login. User only ever log into the medstations with fingerprint, and no password. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.